Event description:
The user reported that the pressure infusion bag failed to maintain pressure during a hospital transfer. The bag was replaced. No harm or injury to the patient was reported.

Manufacturer narrative:
No device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.